Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 4x daily. The patient manages her diabetes with humalin n insulin and metformin pills. The alleged issue began on (B)(6) 2011 at 330pm. The reporter stated the patient obtained blood glucose results of "101 mg/dl" with the subject meter and "42 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated the patient's blood glucose usually reads "105-190 mg/dl." The reporter denied the patient made changes to her diabetes management routine. Prior to the alleged issue, the reporter claimed the patient had symptoms of glazed eyes, sweating, shaky arms and legs and looked stoic. The reporter immediately contacted emergency medical services (ems). By 330pm that afternoon, ems administered the patient intravenous (IV) glucose as treatment. The reporter stated the patient felt better about 5-10 minutes after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.